Event description:
The customer reported to olympus that channel three on the evis exera iii gastrointestinal videoscope was obstructed. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional reportable malfunction concerning the inside of the light guide lens found dirty was also identified. Additional issues were identified during the device evaluation: grip had a scratch; air water cylinder and suction cylinder had discoloration; control unit was shaved; switch 1 had a cut; switch box had a crack; plug unit had corrosion; scope connector cover and case unit had corrosion due to water leakage; due to damage on channel tube, water tightness was lost; due to a crack on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to clogging of air water tube, no air was fed; image guide protector was damaged; objective lens had discoloration; connecting tube had a cut; and the universal cord coating was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it is likely that the light guide lens glue was peeled by physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used, or the like and then humidity may have been allowed to go inside the light guide lens and caused corrosion. However, the root cause could not be determined at this time. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU provides the detection way in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU provides the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.